Event description:
Customer reported when undergoing a MRI when a heating sensation was experienced. The MRI was stopped. Customer explained device was not explanted.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because b1 is being reclassified to serious injury.

Event description:
Customer reported to (B)(6) that patient was undergoing a MRI when a heating sensation was experienced. The MRI was stopped. (B)(6) customer explained no, as far as I know, it has not been explanted. The radiologist recommended follow-up scans to be done at 1.5t rather than 3t and the surgeon agreed. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because b1 is being reclassified to serious injury.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.